Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: on 09/13/2014, the black box recorded a loss of prime warning due to a low, non-zero, force sensor event reading. The pump was exercised for 24 hours at 1 unit/hour with no loss of prime warning or any other alarms occurring. The force sensor calibration was checked and the pump was found to be within calibration. Product analysis was unable to duplicate the customer complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.